Event description:
Additional information recieved. It was reported that the patient was "doing well and getting good therapy."

Event description:
It was initially reported that the patient experienced a burning sensation when they charged or placed the telemetry head over their implantable neurostimulator (ins). This had been occurring for the ''past couple weeks.'' Impedances were within the normal. Additional information was received from a company representative that indicated the patient had a pocket revision performed due to an ''irritated nerve'' in the pocket. The revision occurred on (B)(6) 2012. The patient was scheduled for a follow up appointment on (B)(6) 2012. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; product ID 3550-39, lot # n321341, implanted: (B)(6) 2012, product type accessory.